Event description:
It was reported that the customer was having pressure chamber issues for the h1200 and h100 models. The pressure chamber doors frequently malfunction during surgeries when using 500 ml and 1000 ml bags at max pressure. The nature of the malfunction has not been reported. The customer requested instructions for proper use. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. G5: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation. Visual inspection found 4 pressure chamber hinge extrusion assemblies were received in. Hinge extrusion #1 is missing the warning label, tornado spring and 3 bag hooks. It contains cracks around the bag hook screw holes. Hinge extrusion #2 was received in missing the tornado spring, contains cracks around the bag hook screw holes tearing the warning label. Non-OEM material found covering the cracks and underneath the bag hooks. Hinge extrusion #3 received in missing the tornado spring, half of the top portion of the warning label, and 2 bag hooks. Large cracks were found around the screw holes for the bag hooks. Other cracks were found on the bottom half of the hinge assembly. Hinge extrusion #4 was received in with a large crack starting from the bottom right of the assembly going up, with more than half of the hinge assembly disconnected. Small cracks were found around the screw holes for the bag hooks. Tornado spring, warning label, and 3 bag hooks missing from this assembly. Unable to perform functional tests due to missing front and rear enclosures including the tower. A functional test for the pressure chamber will require correct psi coming out of the air port supplied to the pressure chambers. A lock off/leak test is also needed to identify any malfunction internal to the pressure chamber. Unable to properly identify the device without its original serial number label. Repairs will not be needed. The customer has already replaced the hinge extrusion assemblies. The received hinge extrusion assemblies are for evaluation only. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).